Event description:
The pt received a scs system on (B)(6) 2009. It was reported that the pt's charger can't locate the ipg. The pt does not have stimulation. The ipg is at stimulation off. A new charger sent to the pt. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.